Manufacturer narrative:
The device was received for evaluation. During functional testing, the issue was unable to be reproduced. Evaluation inspected the device through the infusion test but did not observe any symptom or potential cause of the reported problem. The percent error was 0.6856%, less than 5%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a medication delivery error during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 2400100000-2022-8103 for this event. Corrected information b3: event date, b5: the previously reported medication delivery error was clarified to an under-infusion. Additional information h3, h6 and h10: the device was received for evaluation. The device was found to deliver within specification during flow testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition under infusion was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.